Event description:
It was reported to philips that the heartstart mrx defibrillator screen turned off temporary during reanimation. There was no adverse patient impact. Multiple requests were made to obtain additional details regarding the event but the customer did not provide this information.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx defibrillator screen turned off temporary during reanimation. Additional details have been requested. There was no adverse patient impact.